Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. During post operative monitoring and testing, acetabular osteolysis and femoral osteolysis were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This medwatch 1825034-2014-01944 is for the same patient and event as medwatch 1825034-2014-07233. The event was reported twice in error.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown;manufacture date - unknown.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report. It is unknown who the operating surgeon was.